Event description:
The pt last tested with the repoted meter on the evening of feb. 20, 2006; the reading obtained was not provided. At the time of concern, the pt said her blood pressure was high and she felt hot. The pt was unable/unwilling to answer whether she tested with the product while symptomatic. The pt took insulin as treatment from a medical professional; however, no blood glucose readings obtained by the medical professional were provided. The date and time the pt received medical attention were not provided. No info was provided regarding the pt's diabetes treatment regimen. The customer service agnet (csa) confirmed that the meter battery was less than 1 year old and was correctly installed. The battery contacts were in good condition. The csa educated the pt about the automatic shutoff feature of the meter and confirmed that the meter shut off before the time was up. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the pt was unable to obtain a reading on the product and was treated with insulin.